Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the provided photo was reviewed and confirms the reported device breakage which appears to be broken off at the tip. Two pieces of the device are noted in the provided photo. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that per case details, c-arm imaging and extensive extension of the distal incision was reportedly performed to find and remove the device tip. Per the case communication, a regular freer elevator was used to complete the case instead of the curved dissector and the physician denies any unexpected damaged to tissue due to the extension of the incision. The patient impact beyond the reported (device breakage, ¿larger incision,¿ and use of the c-arm imaging and ¿requiring 20 minutes removal procedure¿) is not anticipated since the device was removed. Therefore, no further medical assessment is warranted. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a wrist procedure, the blunt dissector device broke at the distal end of the carpal tunnel; requiring a 20 minute removal procedure using c-arm imaging and extensive extension of the distal incision to find and remove the tip. It is unknown how was the procedure completed. No further complication were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).